Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The field service engineer reported that the battery will not charge. This is an out box failure battery. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The field service engineer (fse) replaced the power management board and the battery to address the reported problem.

Manufacturer narrative:
(B)(4).